Event description:
It was reported that the customer was hospitalized due to high blood glucose and was treated with insulin drip. Caller stated that he had chest pains and a stroke prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.